Manufacturer narrative:
Evaluation results: one cadd legacy plus was returned for investigation in used condition. No physical damaged was found on the device. The investigator was unable to download the event log due to the error code 1840. The investigator was unable to duplicate the reported problem due to a different alarming error code "1840." Error code 1840 alarmed instead of error code 1871. After opening the pump, the motor's wires were pinched in between the rear case and chassis. The motor was replaced as a result. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump gave error code 1871. There was no patient involvement.